Manufacturer narrative:
The lot number was provided for two malfunctions; therefore, a lot history review is currently being performed. The device was returned for the one malfunction, however photo was provided for another malfunction. For one of the two reported malfunctions, the investigation is confirmed for retraction issue. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model va8094 pta dilatation catheters allegedly experienced retraction issues. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.

Manufacturer narrative:
H10: the lot number was provided for the two reported malfunctions; therefore, a lot history reviews were performed. The device was returned for evaluation for one of the two malfunctions. However photo was provided and reviewed for another malfunction. The investigation of the reported two malfunctions were confirmed for the alleged retraction problem issue. The definitive root cause for the reported retraction problem could not be determined based upon available information. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model va8094 pta balloon dilatation catheters allegedly experienced retraction issues. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.